Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no harm or injury to the patient for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided. No further event information available at the time of this report.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no harm or injury to the patient for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after impaction of the cup, and disengagement during surgery, the inserter was brought to the back table and it was discovered that the tip had broken off of the set screw on the alignment guide. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.